Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion was not reproduced during evaluation. Constant downstream occlusion alarms were verified through a review of the event history log. Evaluation observed no discrepancies related to the reported problem while running a loaded set. No correction is required should additional relevant information become available, a supplemental report will be submitted.